Event description:
The customer reported that after performing a high pressure test, the reservoir was removed and the customer noticed a few drops of moisture past the o-rings. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.